Manufacturer narrative:
Device evaluated by simulated use testing, found open circuit, device repaired and returned to customer.

Event description:
Started shocking, got to 1300 shocks, machine stopped shocking. Turned off machine and got error 109. Talked to service and count' get machine working. Got a new machine and finished the case. There was a 50 minute delay in the procedure. No patient injury.